Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal tubing and male leur was cut from the iab and not returned. No blood was observed inside the returned iab catheter. The pressure tubing was not returned for evaluation. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal tubing was performed and no leaks were detected. A laboratory iab pump test was unable to be performed due to the returned condition of the iab. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
The following was reported via medwatch report #(B)(4): it was reported that intra-aortic balloon (iab) therapy was going as expected when the patient was transferred to the ICU in stable condition. A heparin flush was set up and 5000-unit bolus of heparin was given. At 04:50, the console as placed on stand-by, per md, due to pressure alarms. Blood was then noticed backing up through the pressure line. In the morning, the team was called to replace the iab. Upon inspection, it appeared the pressure line had clotted off. A new iab was inserted and therapy continued. There was no patient harm or adverse event reported.

Event description:
The following was reported via medwatch report # (B)(4). It was reported that intra-aortic balloon (iab) therapy was going as expected when the patient was transferred to the ICU in stable condition. A heparin flush was set up and 5000-unit bolus of heparin was given. At 04:50, the console as placed on stand-by, per md, due to alarms. Blood was then noticed backing up through the pressure line. In the morning, the team was called to replace the iab. Upon inspection, it appeared the pressure line had clotted off. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation risk - manager. Additional contact person name and phone number (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).